Event description:
Correction to b5 of the initial repot. There is no fact of contamination, as the user did not complete any testing.

Manufacturer narrative:
Correction to b5, d9, and h3. Please see b5, d9 and h3 for further information. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the event. The following defects were noted: - light cover glasses adhesive fail pitted - optical cover glass adhesive fail pitted - distal end adhesive fail pitted - up/right angle fail not to specification - electrical safety test fail however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition between recommendation by olympus and the user regarding device handling and reprocessing steps. The endoscopic support specialist (ess) had conducted training on proper handling. The following is included in the device instructions for use (IFU): chapter "reprocessing the endoscope" states preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported to olympus on behalf of the customer, that two scopes had not been washed within three (3) hours post procedure and that customer was requesting repair. It had been reported that the scopes were left uncleaned overnight. This record is being submitted to capture the evis lucera elite colonovideoscope found during reprocessing with a potential issue related to culture testing. There were no reports of patient harm or impact associated with the event. Related patient identifiers: (B)(6) (model number cf-hq290l, evis lucera elite colonovideoscope, serial number (B)(4)) and (B)(6) (model number gif-hq290, evis lucera elite gastrointestinal videoscope, serial number (B)(4)).

Manufacturer narrative:
The device has been returned to olympus but the evaluation has not been completed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.